Event description:
A customer reported that during a procedure on (B)(6) 2011 the circuit breaker "popped out" and the laser would continue to turn off and eventually turn itself on. The procedure was aborted.

Manufacturer narrative:
Per a MFR technical support rep, the laser sys low power issue would cause the sys to turn the current up to achieve power or until the breaker trips. If the breaker trips the sys would need to be turned back on and depending on what power the customer was trying to use could repeat the same cycle. If the cycle were to repeat the laser would be unusable or the customer could potentially lower the power to a point that would allow them to use the laser to complete their procedure. It is unk at this time at what power setting the customer was attempting to use. Therefore it is undetermined if the customer could have lowered the power and completed the procedure but chose to abort the procedure and reschedule, or if the laser would not function so that they could not complete the procedure. Add'l info was requested to f/u with the customer.